Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified fracture across the threads. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The device had been placed on an unknown tooth location for an unknown period of time. X-ray or picture images were not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). Complainant reported that the patient came with crown and screw in hand. Dr. Placed it on the table and realized that the screw had a fracture. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: unique identifier (UDI) number unknown / not provided. D9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient came with crown and screw in hand. Doctor placed it on the table and realized that the screw had a fracture which then completely separated while on table, not in patient. No part of the screw is in the implant.